Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus 3 white pegs leaked. The patient was admitted to the hospital for cerebral infarction, and in order to further investigate the etiology of cerebral infarction in young people, the ¿foam test¿ was performed to screen for patent foramen ovale, which required the use of a tee tube in the course of the examination. On (B)(6) 2025, ¿activated saline¿ was rapidly injected into the patient through an indwelling needle and a tee tube. On (B)(6) 2025, during the rapid infusion of ¿activated saline¿ through the indwelling needle and tee tube, it was found that there was leakage and seepage from the tee tube, and the connection between the screw-type syringe and the tee tube was double-checked and verified that there was no looseness. Replace the tee tube to complete the operation.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 394601 and lot number 3312907. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.